Manufacturer narrative:
(B)(4).

Event description:
The customer reported that "the intellivue mp2 patient monitor displays the error message 'speaker malfunction'". No death or patient/user harm was reported.

Event description:
The customer reported a speaker malfunction with loss of sound. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.